Event description:
Spontaneous call from patient - pump (B)(4) "cracked" where the cartridge is inserted and it no longer works. Patient switched to backup pump and is doing fine, no harm to patient. Sending new pump for tomorrow morning. She will return broken pump to us. No further information available. Is the actual device available for investigation? Yes. Did we replace device? Yes, see the description. Did the patient have a backup device they were able to switch to? Yes, see the description. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by: patient/caregiver.